Event description:
Customer reported that she had high blood glucose of 297 mg/dl. Customer stated that her insulin pump is alarming motor error and the drive support cap is missing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support cap on the insulin pump was inspected and no anomaly was noted. The device was received in with a missing drive support cap sticker and end cap sticker.